Manufacturer narrative:
The svc ordered generator batteries as noted on last preventive maintenance. He replaced generator batteries. Verified good charge and sys operation. Continued insp data and operational checks on open preventive maintenance case (B)(4). Sys functions as intended. This correction is being submitted to change the year of the MDR submission number. The original year was submitted as 2007. All other info s to remain the same.

Event description:
Customer indicated charger failed error codes during fluoroscopy. No harm to pt reported.